Event description:
It was reported the device delivered 3 shocks. When ambulance reached the patient, he had to be reanimated. In the physician's opinion the episode was not terminated after the 3rd shock. The patient was also reported as being in the intensive care unit and intubated. Status of the device and lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.